Event description:
The upgrade from version 6.1 software to version 7.1 software occurred on (B)(4) 2007.

Event description:
During a review of programming history for this patient, an anomaly was observed. It was identified that there were generator and system diagnostics tests stored in a pulse generator's record that occurred at the same time. Preliminary review of the database identified that the diagnostic test type had changed from a previous download of a handheld computer's database. The cause for the corrupted diagnostic data in the vns programming history database is associated with interruption of the migration of the vns software database during upgrade from v6.1 to a later version of vns software. In addition to the corrupted diagnostic data, if the corruption occurs, sql errors will occur when communicating with a demipulse generator and empty files will be generated when attempting to export the database as text.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
The event date was incorrectly reported on the initially MDR. The correct date is (B)(6) 2007.